Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a flexiva (tm) ID high power single-use laser fiber was opened for use for a ureteroscopy with laser lithotripsy procedure in the kidney performed on (B)(6) 2018. According to the complainant, during preparation, the laser fiber was noted to be broken when removed from the package. The procedure was completed with another flexiva (tm) ID high power single-use laser fiber. There was no serious injury nor adverse patient effects a result of this event. There were no patient complications reported.